Manufacturer narrative:
On (B)(6) 2020, additional information received indicates that the patient also went under bilateral vertical mastopexy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: patient dissatisfaction. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel, 375 cc on the left side, and 400 cc on the right side silicone breast implants which the left side ruptured after implantation. Patient unsatisfied with the size of her implants and wanted smaller size implants and at the time of surgery, the left implant appeared ruptured. The issue was confirmed by the physician. Patient underwent bilateral removal and replacements as follow: left replaced with cat#: 3507275mc sn#: (B)(4), and right replaced with cat#: 3507275mc sn#: (B)(4) on (B)(6) 2020. This report is for the right side.